Event description:
It was reported that during a vascular stent procedure in the sfa, the vascular stent was partially deployed when the trigger mechanism of the delivery system became unresponsive. As the vascular stent and delivery system were being retrieved as one unit, the inner sheath detached; although, it remained on the guide wire. The detached inner sheath, vascular stent, and delivery system were removed as one unit without incident. A new vascular stent was prepped and deployed successfully. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.